Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent repair of incarcerated, ventral hernia repair with mesh. The patient had revision surgery 1 years and 7 months post surgery. The patient experienced removal due to mesh failure, bowel obstruction, and subsequent infection.